Manufacturer narrative:
A visual inspection confirmed the reported complaint of breakage. The guide sheath has broken distal to the j-lock feature. Clinical details were provided that the surgeon used a mallet to introduce the fixation device, this method is not recommended. No root cause related to the manufacturing process can be established. There are no indications that would suggest the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the plastic portion of the j lock on the biosure sync inserter broke during insertion while the surgeon was malleting the inserter. A backup was available for use. No patient injury or other complications were reported.